Manufacturer narrative:
Philips service replaced the flat detector controller and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that failure occurred in both the image control pc and detector controller on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.